Event description:
Esophageal motility tube covered by manoshield sheath was inserted into patient via left nostril. The tube was pulled back on to get it in the correct position. It was noticed that the sheath was torn circumventally. The study was continued due to patient's need. Upon completion, the tube was removed and the other half of sheath was intact on the motility tube. The MFR rep was called. He said to keep using sheath it was probably an isolated incident. He will monitor.